Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The cause of the premature battery depletion was found to be high current on the hybrid. The cause of the high current could not be determined.

Event description:
This report is to advice of an event observed during analysis.